Event description:
Customer reported that pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer received instructions to use multiple daily injections as backup therapy, and a replacement pump was confirmed for shipment due to the pump being under warranty. Customer was provided with instructions for storage mode and agreed to return the defective pump using a pre-paid label within 10 days.